Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) presented to their clinic with complaints of not feeling well. Upon device interrogation, lv lead impedance was noted to be very inconsistent. There was no capture in tip to ring configuration. A lead fracture was suspected. A lead revision procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead is to be returned for analysis.